Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced successfully on (B)(6) 2018 during a routine device change out.

Event description:
New information received indicated that the lead was oversensing the noise. The patient was stable before, during, and after the procedure.